Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebw0270 showed no other similar product complaint(s) from this lot number. [Mw5074437.pdf].

Event description:
It was reported that the nurse attempted to place a PICC line on the right side, but the line had to be pulled out because it was not able to thread past the shoulder. It was stated the guide wire was removed from patient and a fracture was noticed upon inspection. An x-ray confirmed that no foreign objects were found within the patient. It was reported the fracture was not found during initial inspection, so facility has determined that fracture occurred outside the patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the 3cg stylet was confirmed and the cause appears to be related to use of the device. One 5fr t/l powerpicc provena was returned for investigation. The catheter had been trimmed to length at the 45cm depth mark. The 3cg stylet was received separate from the PICC. Kinks were observed in the stylet wire. A break in the polyimide tubing was observed 3.8cm from the proximal end of the polyimide tubing. A 2.8cm segment of polyimide tubing was received separate from the remainder of the stylet. The distal tip of the stylet with the conductive epoxy was not returned for investigation. The returned sections of polyimide tubing were curled. A microscopic examination revealed kinking in the polyimide tubing between magnets. The adjoining ends of the polyimide tubing were noted to be uneven. A break was observed in the solid core wire. The core wire extended 2.5cm from the distal end of the proximal segment of polyimide tubing. The kinking in the stylet wire may have initiated the fracture in the magnetic end of the stylet. It was reported that the guidewire and catheter were not able to thread past the shoulder. Sharp or acute angles should be avoided during implantation. The IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ a lot history review (lhr) of rebw0270 showed no other similar product complaint(s) from this lot number. Mw5074437.

Event description:
It was reported that the nurse attempted to place a PICC line on the right side, but the line had to be pulled out because it was not able to thread past the shoulder. It was stated the guide wire was removed from patient and a fracture was noticed upon inspection. An x-ray confirmed that no foreign objects were found within the patient. It was reported the fracture was not found during initial inspection, so facility has determined that fracture occurred outside the patient.